Event description:
It was reported that spiros®, closed male luer w/red cap, 10 units experienced interruption of therapy. "With free-flowing normal saline infusing attached mitomycin medication with spiro cap to lowest port of ns tubing. Mitomycin had resistance when attempting to give IV push. Also, ns would backflow into the syringe if any pressure at all stopped-on syringe. IV site with good blood return, ns flowed freely. Resistance only with the mitomycin syringe at the spiros cap. The spiros cap was able to spin. Additional event information obtained from ufmw: the report was completed by (B)(6) a healthcare professional of (B)(6) hospital. The outcome attributed to adverse event was other serious or important medical events. This was a product problem with event date of sep-2024. The date of this report was on sep-2024. The suspect medical device has a common device name and brand name of spinning spiros with unknown list number and unknown lot number with procode fpa. The device was not available for evaluation. This was an initial type of report and event occurred in the hospital. The report was sent to the manufacturer. The type of reportable event was malfunction. The patient involved in the event was 86 years old. There was unknown adverse event. Of ns tubing. Mitomycin had resistance when attempting to give intravenous push. Also, (B)(6) would backflow into the syringe if any pressure at all stopped-on syringe. Resistance only with the mitomycin syringe at the spiros cap. The spiros cap was able to spin. There was patient involvement and unknown adverse event.

Manufacturer narrative:
A2 - date of birth - the patients age was used to approximate the date of birth as (B)(6) 1938. The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Manufacturer narrative:
The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.